Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the reported operative complication experienced by the patient. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient sustained a vessel injury, while using an 8mm optical obturator, that required repair with sutures. However, there is no allegation that a malfunction of the 8mm optical obturator occurred.

Event description:
It was initially reported that during the da vinci-assisted inguinal hernia repair procedure, the surgeon was using the 8mm optical obturator. However, the surgeon reportedly did not like the visual. While using the 8mm optical obturator, the surgeon missed the aorta and severed another unspecified vessel. In order to control the bleeding the surgeon made the decision to convert the da vinci-assisted surgical procedure to open surgery. Post-operatively, the patient complained of pain. Intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure. According to the csr, the surgeon commented on how the 8mm optical obturator is different, particularly with the shape compared to the traditional laparoscopic optical obturators that she is used to using. The surgeon claimed that she did not like the view she was getting while using the 8mm optical obturator. During the surgical procedure and while the surgeon was manipulating the 8mm optical obturator, the surgeon injured an unspecified "small vessel." The surgeon reportedly indicated that the blood loss was "enough to require 2 units transfusion." The surgeon made the decision to make a midline incision to "quickly suture" the injured vessel. After the repair was performed, the patient was closed up and the surgeon completed the planned inguinal hernia repair procedure robotically. No post-operative complications have been reported. He reiterated that there was no allegation from the surgeon that a malfunction of the obturator occurred. The surgeon explained that the tip of the 8mm optical obturator is very sharp and ¿being flat on one side and curved on the other obscures/changes/makes opaque¿ the normal view going through the abdominal wall and makes it harder to recognize the fascia.